Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had increased lactate dehydrogenase, power spikes and was admitted for monitoring with a potential pump exchange. A heparin bridge was started.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported increasing lactate dehydrogenase (ldh) levels could not be determined through this evaluation. Moreover, review of the submitted system controller log file confirmed the reported elevations in pump power; however, a specific cause for the power elevations could not be determined through this evaluation. It was reported on (B)(6) 2020 that the patient was found to have increasing ldh levels and elevations in pump power. The patient was reportedly admitted for monitoring with a potential pump exchange. A heparin bridge was started. Upon review of the system controller log file data recently submitted on 11jun2020, technical services personnel communicated to the customer that elevated flows well above the normal parameters were observed. The submitted system controller log file contained data from (B)(6) 2020 and showed that pump power appeared to generally range from about 4.5-6.0 watts; however, transient moderate elevations in power over 6.5 watts were intermittently captured throughout the log file, peaking at 7.8 watts. The elevations in power correlated with elevations in estimated flow peaking at 10.3 liters per minute (lpm). All of the elevated pump power/estimated flow values were associated with pulsatility index (pi) events. Despite the intermittent elevations in pump power/estimated flow, the system appeared to be operating as intended. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.